Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was trying to attach the infusion set to her body, however, the cannula was bent and as a result she was hospitalized. She was hospitalized for high blood glucose due to surgery. She went to the emergency and stayed there for several hours. Her blood glucose level when she arrived at the emergency was 674 mg/dl. She had high ketone levels and the health care professional identified the ketone level as dangerous. She did not notice any damage when the package was first opened. She was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.